Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found a bent connector pin. Evaluation method and results apply to the desktop charger (serial # (B)(4)). Evaluation conclusion (B)(4) applies to the desktop charger (serial # (B)(4)) and evaluation applies to the ins (serial # (B)(4)).

Event description:
The consumer reported she wanted the implantable neurostimulator recharger (insr) replaced as the insr was not charging the implantable neurostimulator (ins). The patient stated she had problems from the start. The insr worked when plugged in, but would not charge up itself. The patient programmer showed the ins was dead. On the day of the report, the patient stopped feeling stimulation in her lower back and feet. The insr showed a quarter charge. There was no stimulation that occurred suddenly on the day of the report. A few days prior to the report, the insr was not charging the ins. It was determined the insr was not taking a charge from the wall and the insr was showing a warning screen to plug the insr in. The patient had it plugged into the wall, but it was not taking a charge. The desktop charger had the green light on and the connector pin looked fine. Later, it was reported the patient had been charging too often. For a few days from (B)(6) 2016, the patient had been recharging and she was only 1/4 charged. Usually, the patient only had to recharge a couple hours and then the ins was full. There was a damaged antenna. A replacement antenna was ordered. After the patient received the antenna, she said she charged her ins for the past 24 hours, but was still only 1/4 full. Patient services recommended the patient not charge while sleeping. On the call, the patient was then seeing 4-6 coupling boxes. It was noted the patient used adhesive disks. Relevant medical history included lumbar radiculopathy and spinal pain.

Manufacturer narrative:
Corrected information: a3: sex, a2: date of birth. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient letter was received reporting that the replacement recharger resolved the dead ins battery and loss of stimulation.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In the initial report, the date should have been (B)(6) 2016 as well. (B)(6) 2016 was submitted in error. H6: evaluation conclusion code was updated for the desktop charger (serial # (B)(6)). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.